Manufacturer narrative:
Review of image results: cell 1(donor (B)(6),homo.for anti-c)- visually this reaction appeared negative. This well was given a well score of 0. Cell 2(donor (B)(6),homo.for anti-c)-visually this reaction appeared negative. This well was given a well score of 0. Cell 5(donor (B)(6), hetero.for anti-c)-visually this reaction appeared negative. This well was given a well score of 0. Cell 7(donor (B)(6), hetero.for anti-c)-visually this reaction appeared negative. This well was given a well score of 0. Cell 14(donor (B)(6), homo.for anti-c)-visually this reaction appeared negative. This well was given a well score of 0. The positive and negative control well appear as expected with well score of 4+ for positive control and 0 for negative control. A service call was made. Discovered yellow protein build-up clogging the entire waste tubing chain from the back of the probe rinse station. Also, discovered spillage on the echo bottom surrounding the probe rinse station area. The fluidics waste tubing had been terminated with plastic pipettor cutoffs by customer, shrinking the discharge down to a plastic pipettor sized outlet. The probe rinse station was rinsing the probe in its own effluent due to an almost complete lack of drainage through the fluidic's waste tubing outlet. Removed the plastic pipettor cutoffs, cleaned the entire tubing chain removing protein buildup. Cleaned and disinfected the probe rinse station and all associated tubing, connectors and pump assembly. Ordered waste bottles with associated tubing kit to properly drain wastes from the container into the sink.

Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready ID (crrid) on the echo. The patient has a history of anti-d and anti-c